Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a keypad issue, prime fill anomaly, battery related and keypad issue. The customer¿s blood glucose level was unknown. The customer report for diminished battery life, erased settings, unresponsive button and also reports insulin squirting during priming. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.